Manufacturer narrative:
Unique device identifier: (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation: failure analysis: unit received with the end cap missing from the right side of the connecting tube. The base handle is out of adjustment and needs to be readjusted. General maintenance and cleaning required at this time. Readjustment of base handle and replacement of end cap. Root cause: the reported complaint was confirmed via inspection. Unit received missing the end cap from the right side of the connecting tube. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield composite series base unit (a3101) was missing an end cap. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.